Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that myopotential inhibition was noted with both the right ventricular (rv) lead and just not sensed on the right atrial (ra) lead. Boston scientific technical services (ts) strongly suspected a lead on lead abrasion and breach in insulation. Boston scientific technical services (ts) discussed that if the myopotential gets big enough then it will be oversensed and if there was a insulation breach not all the energy on the pacing pulses is getting to the heart so should hvae higher outputs. In addition, ts noted some threshold variability in the daily trend likely due to insulation breach. Also, a longest pause of eight seconds was noted. There were no further information obtained from the field. To date, the lead remains in service. No adverse patient effects reported.